Event description:
It was reported that during a colectomy and before used on the patient, noted the packing was damaged(as the photo shows.) Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 1/26/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? -seal open. Was sterility compromised as a result of the packaging damage? -yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch # 705d44. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows an open package containing a green cartridge; however, due to the angle of the image, the sealing area cannot be determined. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number of 705d44 / 25gst60g, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/27/2026. D4 batch #705d44. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was returned with no apparent damage. The package was returned opened along with the reload. Upon visual inspection, the seal area was noted complete with any issues or damages related to integrity. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the package. This report is not intended to deny that you experienced a problem with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number of 705d44 /25gst60g, and no non-conformances were identified.